Event description:
It was reported in a presentation the following events: 9 revision surgeries. It is believed that these have previously been reported as: MDR number (2953769-2008-00047): one case where a patient developed a large herniated disk at the operative level that required revision to laminectomy; presented as sensory/motor radiculopathy. MDR number (2953769-2008-00046): one case where a patient developed a large herniated disk at the operative level that required revision to laminectomy; presented with cauda equina syndrome. No additional information was provided regarding these events.

Manufacturer narrative:
Report source: presentation titled "patient satisfaction & outcomes following interspinous process device decompression of lumbar spinal stenosis", by amit o. Agarwala, m.d., wendy dod, ccrp, courtney w. Brown, m.d., douglas c. Wong, m.d., thomas j. Puschak, m.d. Method - device not returned, follow up with author. Unsuccessful attempts were made to follow up with the author via phone and email. No further information was available. Unable to confirm that data provided matches information previously reported to medtronic spine llc.